Event description:
Email from surgeon: bilateral tkr 2021 unexpected swelling : patient has asked if any liner failures with his batch of implants. This pi was opened to capture the right side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.